Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a high glucose alert on the ilet and saw glucose greater than 400 mg/dl on their dexcom app and fingerstick for several hours, coincident with a recent dexcom sensor change and uncertainty about completing sensor pairing in the ilet; the user was guided to enter the sensor code and start the sensor, with education provided on pairing and expected pairing time. Symptoms included hyperglycemia, with no other symptoms reported. Outcomes included no medical intervention or outside assistance. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure for sensor setup; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.